Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used. In the procedure, the user tried to retract the needle into the sheath but could not retract it. The channel of the endoscope was damaged by the needle when the user took out the subject device from the endoscope. There was no patient injury reported. No further information was provided. This is the report regarding the inability to retract the needle.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The needle tube was broken at 325 mm from the distal end of the insertion portion. The fracture surface of the broken section showed that the breakage of the needle tube was caused by bending load not brittleness. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. The needle was buckled when it was checked before use, or when it was inserted into the endoscope. The user pushed the needle slider to extract the needle out from the sheath. The needle broke because it was subjected to an excessive load. The needle could not be retracted into the tube. The above device handling has been warned in the instruction manual as follows; if using the same instrument several times in an operation, confirm there is no irregularity of the instrument before inserting it into the endoscope. Do not use an aspiration needle that has an irregularly bent or deformed needle tube. Otherwise, unexpected perforation, bleeding, or mucous membrane damage may occur.